Manufacturer narrative:
The investigation determined that the customer's calibration frequency was outside the manufacturer's recommendations. The provided qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay results for 3 samples from the same patient tested on a cobas e 411 immunoassay analyzer. Of the data provided, there was a discrepant result for sample 2. For sample 1 the initial troponin t hs stat result on the e 411 was 4.48 ng/l and was reported outside of the laboratory. For sample 2 the initial troponin t hs stat result on the e 411 was 21.24 ng/l and was reported outside the laboratory. The physician questioned the result. For sample 3 the initial troponin t hs stat result on the e 411 was 4.89 ng/l. Sample 2 was repeated 2 more times on the e 411 and the troponin t hs results were 4.04 ng/l and 4.43 ng/l. Sample 3 was repeated 2 more times on the e 411 and the troponin t hs results were 3.34 ng/l and 3.89 ng/l. On (B)(6) 2019 for sample 1 the repeat result on a cobas 8000 was 4.20 ng/l. On (B)(6) 2019 for sample 2 the repeat result on a cobas 8000 was 4.36 ng/l. On (B)(6) 2019 for sample 3 the repeat result on a cobas 8000 was 4.95 ng/l. The troponin t reagent lot number was 38153900 with an expiration date of 31-may-2020.